Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged that they received discrepant results for 3 patients¿ samples when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that run# 874 on (B)(6) 2021 generated a sars-cov-2 negative, influenza a positive, influenza b positive result for a patient¿s sample and on (B)(6) 2021 it was observed that run # 991 generated a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample and run #1004 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. Run #s 874 and 991 were repeat tested analyzed on the cobas liat system (s/n (B)(4)) results generated for both samples were sars-cov-2 negative, influenza a negative, influenza b negative. Run #1004 was not repeat tested the patient exhibited sars-cov-2 symptoms. The negative results were reported out for 2 of the patients and/or personnel treating the patients. The positive result was reported out for the 3rd patient and/or personnel treating the patient. The customer confirmed there was no allegation of harm to the patients. Three (3) mdrs will be filed one for each sample as per FDA guidance.